Event description:
It was reported that the device was explanted for a routine battery changeout. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.